Event description:
I have type 1 diabetes and required a combination of a tandem insulin pump and dexcom g6 continuous glucose sensors to manage my blood glucose levels on a 24/7 basis. Keeping blood glucose in appropriate levels is imperative to both reduce the risk of long-term complications, as well as minimize risk of sudden death due to excessive insulin dosing. Dexcom g6 sensors are built such that the automatic inserter is one use. If the inserter does not insert the sensor package and needle correctly, the sensor is unusable and is to be disposed. I attempted to insert a sensor with the automated inserter device - the inserter did not disengage from the sensor properly, and had to be pried off - rendering the sensor unusable. I subsequently attempted another sensor insertion with the backup automated inserter package I had on hand - and received the exact same result. As I was travelling - I did not have access to any additional sensors - and was without continuous glucose coverage. I searched the dexcom site and could find no guidance as to how many backup sensors I should carry at any given time. I believed bringing 1 backup should have been sufficient. Dexcom also chooses not to provide any extra sensors when shipping each normal prescription supply. In effect - they are banking on the sensors being 100% effective - and no defects being used by patients. The dexcom g6 product feeds glucose data to my tandem insulin pump, which in turn uses the information for insulin dosing decisions, adjustments, and to provide me additional glucose information in which to adjust insulin accordingly. With no useable sensor - I was forced to revert to manual glucose checks and the insulin pump is unable to provide automated dosing adjustments. I alerted dexcom to the 2 failures on 12/25, and requested expedited overnight shipping of replacement sensors to be shipped on 12/26. I was informed by the tech support rep that the warehouse and customer service offices would not be open until 12/28 - leaving me with 4-5 days of no continuous glucose meter coverage. The agent offered no alternatives when I asked if sensors could be procured locally - such as a local pharmacy, dexcom sales rep, etc. These sensors are required 24/7 by patients in my situation. With dexcom controlling the entire supply chain of these sensors, it is imperative that they improve their ability to react to quality control issues with the product. If the company is unwilling to keep any warehouse open on the weekend - they should be prestaging sensor supplies at logistics suppliers (such as ups) and utilizing a third-party logistics operator to fulfill the emergency supply orders. It is unacceptable for the company to provide no options for patients that are impacted by lack of quality control of the products. A 5 day wait for replacement sensors is inadequate given the current offerings in the marketplace for managing supply chains efficiently. Due to the lack of sensor coverage and inability to react quickly to changing glucose levels - I have experienced continued high blood sugar 200+ 100mg/dl and peaks of 370 mg/dl. Test(s) conducted via onetouch test strips at home. FDA safety report ID # (B)(4).